Event description:
It was reported through the results of clinical trial that four months and fourteen days post an index procedure completion using a drug-coated balloon catheter in the basilic vein, the subject had serious adverse event of recurrent stenosis on target lesion basilic vein which required an arteriovenous access circuit reintervention due to decreased access blood flow and prolonged bleeding. Reportedly, standard percutaneous transluminal balloon angioplasty and other drug coated balloon catheter procedures were performed to treat decreased access blood flow and prolonged bleeding. The treatment re-intervention was successful, no new access created, and the outcome was resolved. It was further reported that five months and twenty-eight days post the index procedure completion, the subject had serious adverse event of recurrent stenosis in the cephalic vein which required an arteriovenous access circuit reintervention due to decreased access blood flow. Reportedly, standard percutaneous transluminous angioplasty procedure was performed to treat decreased access blood flow. The treatment re-intervention was successful, no new access created, and the outcome was resolved. Furthermore, eight months and four days post an index procedure completion, the subject had serious adverse event of recurrent stenosis on target lesion basilic vein which required an arteriovenous access circuit reintervention due to diminished or abnormal thrill. Reportedly, drug coated balloon catheter procedure was performed to treat diminished or abnormal thrill. The treatment re-intervention was successful, no new access created, and the outcome was resolved.moreover, eleven months and nineteen days post an index procedure completion, the subject had serious adverse event of recurrent stenosis of the draining vein which required an arteriovenous access circuit reintervention due to decreased access blood flow. Reportedly, standard percutaneous transluminal balloon angioplasty and other drug coated balloon catheter procedures were performed to treat decreased access blood flow. The treatment re-intervention was successful, no new access created, and the outcome was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that four months and fourteen days post index procedure using a drug-coated balloon catheter in the basilic vein, the subject developed serious adverse event of recurrent stenosis on target lesion basilic vein which required an additional arteriovenous access circuit reintervention. It was further reported that four months and twenty-three days post index procedure, the target lesion in the left upper arm was successfully treated with standard percutaneous transluminous angioplasty procedure and the other drug coated balloon catheter. The re-intervention was successful, no new access created, and the outcome was recovered. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that four months and fourteen days post an index procedure completion using a drug-coated balloon catheter in the basilic vein via the left upper arm, the subject had serious adverse event of recurrent stenosis on target lesion basilic vein which required an arteriovenous access circuit reintervention. It was further reported that four months and twenty-three days after index procedure, standard percutaneous transluminal angioplasty procedure and drug-coated balloon catheter was used to treat basilic vein restenosis. Reintervention was successful and the outcome of the serious adverse event was resolved. It was also reported that five months and twenty-eight days after index procedure, the subject had serious adverse event of recurrent stenosis in the cephalic vein which required an arteriovenous access circuit reintervention. Furthermore, six months and ten days after index procedure, standard percutaneous transluminal angioplasty procedure and drug-coated balloon catheter was used to treat basilic vein restenosis. Reintervention was successful and the outcome of the serious adverse event was resolved. In addition, eight months, and four days after index procedure, the subject had serious adverse event of recurrent stenosis on target lesion basilic vein which required an arteriovenous access circuit reintervention. Moreover, eight months and six days after index procedure, drug-coated balloon catheter was used to treat basilic vein restenosis. Reintervention was successful and the outcome of the serious adverse event was resolved. Besides, eleven months and nineteen days after index procedure, the subject had serious adverse event of recurrent stenosis of the draining vein which required an arteriovenous access circuit reintervention. However, one year and six days after index procedure, standard percutaneous transluminal angioplasty procedure and drug-coated balloon catheter was used to treat basilic vein restenosis. Reintervention was successful and the outcome of the serious adverse event was resolved. Apparently, one year, three months, and eight days after index procedure, the subject had serious adverse event of recurrent stenosis on target lesion basilic vein which required an arteriovenous access circuit reintervention. Evidently, one year, three months, and fourteen days after index procedure, standard percutaneous transluminal angioplasty procedure and drug-coated balloon catheter was used to treat basilic vein restenosis. Reintervention was successful and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.